Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that two days prior the index procedure, the patient presented with symptoms of chest tightness and shortness of breath. Post index procedure, patient was discharged on plavix and not prasugrel. In addition, in (B)(6) 2014, the patient presented with symptoms of chest, neck and jaw pain associated with shortness of breath. Coronary angiography revealed 70% focal in-stent restenosis (isr) of the previously placed study stent located in the mid left anterior descending (lad) artery. The physician treated the lesion with placement of 2.25 mm x 23 mm non-bsc drug eluting stent, resulting in 0% residual stenosis. Also, a 2.25 mm x 18mm non-bsc drug eluting stent was used to treat the previously reported 70% isr of the study stent in the 1st diagonal. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin.

Event description:
Same case as MDR ID 2134265-2014-04315. (B)(4). It was reported that angina and restenosis occurred. In (B)(6) 2011, the patient was diagnosed with unstable angina and referred for cardiac catheterization. Target lesion #1 was a bifurcated in-stent restenotic lesion of an unknown drug-eluting stent (des) located in the mid left anterior descending (lad) artery with 60% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 16 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was an ostial bifurcated in-stent restenotic lesion of an unknown des stent located in the 1st diagonal branch with 90% stenosis and was 4mm long with a reference vessel diameter of 2.25mm. It was treated with pre-dilatation and stent placement using a 2.25 mm x 8 mm ion¿ stent. Following post dilatation, residual stenosis was 10%. In addition, the patient had a non-target lesion located in the 1st diagonal branch which was treated with an unspecified bare metal stent. Two days post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with angina and patient was hospitalized on the same day. One day from admission, it was noted that there was a 70% isr of the study stent in the 1st diagonal. The physician treated the lesion with placement of an unspecified des, resulting in 0% residual stenosis.